Manufacturer narrative:
A team review of the complaint was performed on (B)(6) 2009. The device history record was reviewed and it was found that the device met all the inspection and testing requirements prior to release. No discrepancies were noted that could have contributed to the failure. Physical examination of the returned product: the catheter was received in two separate pieces. The distal end of the catheter was separated at the guide wire exit port. The catheter was unzipped at the guide wire exit port. The guide wire was also returned and had two kinks in it. The first kink is lined up with the transducer of the catheter. The second kink was at the location where the wire is separated. (It was broken during investigation) the wire was also broken (as received) at the proximal portion which lines up with the catheter guide wire exit port. From the condition of the returned items along with the statement of the complaint, it is reasonably suggested that the catheter met resistance with a kink in the guide wire upon retraction. This resistance allowed the guide wire to slacken between the end of the guide catheter and the entrance into the notch in the catheter. With the wire in this slack condition, the guide wire kinked and with continued force applied was able to 'unzip' the catheter from the exit port. There is no evidence found to suggest the catheter was not manufactured to specification. It is reasonable to conclude that the kink in the guide wire caused resistance such that the wire slackened during pullback and formed a loop or kink. With continued force applied to the catheter, the wire then split the catheter starting from the exit notch. (B)(4).

Event description:
Pre-percutaneous valve ivus procedure, using eagle eye gold (eeg) catheter for pre-surgery workup to visualize iliac artery to ensure minimal disease present: physician accessed the rfa with a 5f 11cm cordis sheath. 5f angled glide (terumo) cath up and over the "horn" to l common iliac while advancing 035. Angled glide wire to l common iliac. Bmw 014 guide wire exchanged and eeg advanced up and over to l common iliac. Image present on s5 and began manual pullback. Images had significant artifact. Gain was at 60 and imaging diameter to 16mm. Resistance was felt as pullback initiated. Continued resistance of pullback of the catheter caused the first 20mm of the eeg to shred and tear away from the catheter. Also, part of the bmw wire broke off. The remainder of the eeg was removed along with bmw wire. An ev3 snare kit was used to retrieve remainder of bmw wire and eeg gold transducer along with torn proximal tip (approx first 20 mm broke off). Enough images were acquired that did not require any further diagnostics tools. The entire device was recovered and no remnants of the device were left in the pt. User reported: pt had significant amounts of calcium. "Not too difficult to snare, took about 20 minutes, was ..."